Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop event that was ultimately determined to be due to damaged fuses in the system controller; however, a specific cause for the damaged fuses could not be determined based on the provided information. The controller event log files collectively contained events from (B)(6) 2025 through (B)(6) 2025. On (B)(6) 2025, controller internal fault, low flow, and left ventricular assist device (lvad) off hazard alarms became active, consistent with a pump stop event. The controller internal fault alarms were captured due to ocp_a_open and ocp_b_open faults. These events were immediately followed by loss of lvad communication alarms, indicating a loss of communication between the system controller and the pump. These alarms were attributed to electrical damage found within the system controller. No other notable events or alarms were captured. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook, are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 7 of the IFU and section 5 of the patient handbook address all system controller alarms, as well as the appropriate actions associated with them. Furthermore, these documents provide information regarding events that may cause the pump to stop and how to prevent pump stops from occurring. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further stated that the controller was alarming with ¿low flow¿ and ¿controller fault¿ alarms at the time that patient was found deceased. It reported that fuses in the controller were open. No damage to the driveline was noted. The controller fault alarms were active upon finding the patient.

Event description:
It was reported that the patient was found deceased and log files were submitted for evaluation. There were no unusual events recorded in the log file event history. It was noted by the ventricular assist device (vad) coordinator that the patients system controller was having a controller fault alarm and was still having them when they hooked it up to get the log files. Technical services stated that the alarm was related to the fuses being open in the controller. The cause of this was unknown. No further information could be provided on details leading up to death. The death was considered to be device related and was stated to have not operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.